Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during a device check, the autopulse platform displayed a "system error" message and would not work. No patient involvement was reported. No further details were provided.